Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. It was in the reprocessing sterilization package. As it was pointed out, multiple brown foreign materials were observed in the sealed reprocessing sterilization package. The adhesive agent turned brown at the adhesive area of the operation portion. The adhesive agent was discolored. Peeling and chipping were not observed. The appearance (color, texture) of the foreign materials in the package was similar to the appearance (color, texture) of the discolored adhesive agent. No abnormalities that could lead to the reported phenomenon was presented at the distal end of the curette. Upon confirming the adhesive area of the coil sheath and the operation portion, it was discovered the brown discoloration of the adhesive agent. Investigation was carried out by slightly pulling the coil sheath to apply a force. A brown foreign material was coming out from the area. The appearance (color and texture) of the foreign material that was coming out from the area was similar to that of the foreign material that was confirmed inside the package. The manufacturing record was reviewed and found no irregularities. Search was carried out for any complaints made in which the same product lot behaved the same or similarly to the reported event. However, there have been no report. Based on the condition of the subject device, a likely mechanism causing the reported event might be the following: 1. Due to the chemicals used during repeated reprocessing and heat during autoclave sterilization, the adhesive agent used for the operating portion deteriorated and discolored. 2. Strength of adhesive agent decreased due to deterioration, causing it to peel off. 3.the peeled adhesive agent came out from the gap between the insertion portion and operation portion due to vibration during transportation. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There were multiple brown foreign objects in the sterilization pack. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that after reprocessing the subject device, the following event occurred. It was found the brown foreign object in the sterilization pack. There was no patient injury reported. The device was autoclaved after endosonic was used to clean it. The event did not occur at the beginning of the use but has occurred gradually as time has passed. The event does not occur on other kinds of devices.